Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt due to lead migration as confirmed via x-ray. It was also noted that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned, as they were discarded by the medical facility.